Manufacturer narrative:
The reported events of oversensing noise and lead abrasion were confirmed. A complete lead was returned in three pieces. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported events was due to the external insulation abrasion and to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited oversensing noise resulting in pacing inhibition, which was reproducible with pocket manipulation. Lead abrasion was suspected. The rv lead was explanted and replaced. The patient was in stable condition.